Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a180104 is being used to capture the reportable event of device contamination with chemical or other material. Block h11: the returned spaceoar vue was analyzed and the investigation determined that no visual issues were found. The device was inspected under magnification, and no particles were observed inside the accelerator syringe. Therefore, the reported event of "device foreign material present in device" could not be confirmed. With all the available information, boston scientific concludes that the reported event was not confirmed. A device history record review did not identify any deviations or non-conformances that could have contributed to the complaint. A labeling review confirmed that the instructions for use (IFU) include appropriate guidance for device usage, and there is no evidence of misuse or labeling deficiencies. Additionally, a risk review verified that the reported event is documented in the risk analysis and considered within acceptable risk-benefit parameters. Based on the inspection and supporting reviews, the probable cause cannot be determined as no problem was detected with the returned device. The complaint is assigned an investigation conclusion code of "no problem detected," as the alleged issue could not be replicated or confirmed during analysis.

Event description:
It was reported that a particle was found in the accelerator syringe before injection; it was unknown if the particle was a plastic piece or a bubble. Therefore, the product was discarded, and a second kit was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a180104 is being used to capture the reportable event of device contamination with chemical or other material.

Event description:
It was reported that a particle was found in the accelerator syringe before injection; it was unknown if the particle was a plastic piece or a bubble. Therefore, the product was discarded, and a second kit was used to complete the procedure. No patient complications were reported as a result of this event.